Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was not used at implant due to a low monitoring battery voltage of 3.11. A guidant technical services (ts) consultant recommended that the caller turn rf off in the programmer and interrogate the device. This was done and the voltage was still at 3.11. It was recommended that the crt-d be returned for analysis.